Event description:
It was reported that the insulin pump alarmed rf pic failed self test and then it shuts off. Customer's blood glucose was 178 mg/dl. Troubleshooting was done. Customer also stated the blood glucose was high when the alarm occurred and was unaware why it was high. Customer treated with manual injection. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed rf pic failed during the self-test due to faulty electrical component on the radio frequency board. Unable to perform prime, displacement, basic occlusion, occlusion and excessive due to the insulin pump was accidentally cut. The insulin pump was received with cracked reservoir tube lip and cracked battery tube threads noted.